Event description:
The account alleged the side rail is not locking. No patient impact.

Manufacturer narrative:
The technician replaced the spring in the side rail latching mechanism to resolve the issue.